Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the reservoir compartment was broken and the reservoir would not stay in. Customer's blood glucose was unknown. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professional's instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.

Manufacturer narrative:
The insulin pump was received with complete broken reservoir tube lip and unable to performed basic occlusion and occlusion test due to broken reservoir tube lip. A test reservoir was installed and did not lock in place due to complete broken reservoir tube lip noted. However, the insulin pump passed displacement, prime, current test, self-tests and excessive no delivery test noted. The insulin pump had cracked case at the display window corner, minor scratched lcd window, cracked case reservoir tube window corner, cracked battery tube threads and missing the reservoir tube o-ring.